Event description:
It was reported that this pacemaker displayed safety mode. The health care professional (hcp) would schedule the patient for device replacement. At this time the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker displayed safety mode. The health care professional (hcp) would schedule the patient for device replacement. At this time the device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.